Event description:
The customer reported there was battery problem error appearing on the display. There are no reported patient ivolvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.